Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the mitraclip delivery system is being retained by the hospital/customer; therefore, the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Abbott vascular made a decision to initiate a voluntary field action for the mitraclip delivery system on (B)(6) 2016. Abbott vascular has implemented corrective actions to ensure ongoing product performance. The abbott vascular internal notification number for the mitraclip field correction is (B)(4).

Event description:
This is filed for the failure to deploy the clip, surgical intervention and patient death.it was reported that device preparation and the procedure was performed according to the instructions for use during this unproctored case. The patient had a history of severe functional mitral regurgitation and was deemed to be an inoperable candidate ten years ago. The patient had been hospitalized three times in the past year for heart failure exacerbations. Given the patients high risk status, the risks and benefits of the procedure were fully explained by the physician before proceeding with the case. The actuator knob of the mitraclip delivery system (cds) was extremely difficult to turn during the attempt to deploy the mitraclip on the leaflets. After the actuator knob was turned with difficulty eight times, the mitraclip remained attached to the cds. The actuator knob was retracted with a surgical clamp, but the inner components of the device came out along with approximately 140 cm of the actuator rod. The mitraclip would not deploy. The patient underwent surgical intervention to remove the device and to replace the mitral valve. The surgery lasted nine hours. The patient expired on (B)(6) 2016 due to multiorgan system failure, including severe cardiac, renal and hepatic dysfunction. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a complete failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, information obtained from the account visit, the manufacturing records and complaint history for the reported lot. During the account visit it was identified that the mandrel had fractured and the actuator assembly was separated from the device. The investigation identified the reported inability deploying the clip and detachment of the actuator assembly were likely a result of a fracture in the mandrel. The reported resistance while removing the actuator knob was likely a result of tension on the system. The root cause analysis determined the issue to be attributed to misuse conditions during the deployment sequence which led to stored tension. Abbott vascular issued a field safety notice on february 4, 2016 with revised clip deployment steps which address the misuse situation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions will be addressed per operating protocol procedures. The performance of these devices will continue to be monitored.

Event description:
Subsequent to the previously filed report, additional information was received that there was resistance removing the release pin. During the mitraclip procedure, the anesthesia was prolonged and heparin was administered.

Manufacturer narrative:
Evaluation summary: the device was returned for analysis and due to the condition of the device, the reported unable to deploy the clip could not be replicated in a testing environment. Corrective and preventive actions were implemented per site operating procedures and determined to be effective.